Event description:
It was reported that the pulse generator exhibited a high current drain of 87 ua. The output was increased from 2.5 v to 2.75 v and the battery current drain decreased from 87 ua to 9 ua.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.